Manufacturer narrative:
The user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set changes were performed to address the occlusions. Customer's blood glucose (bg) level was 600 mg/dl. Bg was addressed by administering manual injections. Reportedly, the customer was using fiasp insulin. Tandem technical support advised the customer against using off label insulin with the pump.